Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Event description:
It was reported patients pc displayed the message "replace generator soon" and has been scheduled for ipg replacement.

Manufacturer narrative:
B3: date of event is estimated. Section a4 patient weight is unknown during processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.